Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg in over a year. The patient was also without stimulation. The sjm representative met with the patient on (B)(6) 2015 and confirmed the ipg was unable to communication with the patient's external devices. However, no interventions were planned at that time. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. The patient reported effective therapy following the procedure.